Manufacturer narrative:
The device was received for evaluation. During functional testing no alarms occurred. A review of the event history log revealed no recorded events on the event date that was provided. There are multiple events of system error 345 in the log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported "unspecified alarm" was determined to be a system error 345. The cause of the condition was determined to be a failed input/output board which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that a spectrum pump had an unspecified alarm at power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
During evaluation of a returned spectrum pump a reported ¿unspecified alarm¿ was verified as a system error 345 (thermistor disparity) alarm. No additional information is available. During evaluation, an ¿unspecified alarm¿ was verified as a system error 345 (thermistor disparity) alarm through review of the event history log. There are multiple events of system error 345 recorded during the last days of customer use. A system error 345 did not occur during testing of the device and the upstream and downstream thermistors were within expected range however based on the service process the ultrasonic sensor requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.